Event description:
Nurses noted that vascular catheter (trialysis catheter) has been leaking at insertion site with patient on continuous renal replacement therapy (crrt). Machine clotting frequently, and vascular catheter clotted off. Had to disconnect the vascular catheter and the registered nurse noted that there was a hole in the catheter where it was leaking. No harm to patient.